Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 25 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient could not specify when the imprecision issue began. The patient detailed that she obtained results of ¿18, 56 and 267mg/dl¿ on the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes with glipizide and insulin. The patient reported that she developed symptoms of low blood glucose, but did not provide any specific symptoms or when symptoms developed. The patient reported that she consumed food or drink and that on (B)(6) 2016 at 11:00am she visited an urgent care clinic where she obtained a blood glucose reading of ¿80mg/dl¿ and was treated by a healthcare professional (hcp) with a glucagon injection. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a hcp for a blood glucose excursion after the alleged meter issue occurred.